Event description:
Bovie began cautery action on tissue before cautery button depressed on hand piece. Minor skin burn occurred on lower abdomen. The unit was tested by clinical engineering and met manufacturers specifications for function and electrical safetyinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-mar-92. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: invalid data. Conclusion: device evaluated and alleged failure could not be duplicated, user error contributed to event. Certainty of device as cause of or contributor to event: yes. Corrective actions: no data. Invalid data - on device destroyed/disposed of status.